Event description:
It was reported that this pump started to beep about ten days prior to the date of this report. The patient was seen in a physician's office and changes were made to stop the beeping. However, it was undetermined if the beeping was due to a low reservoir or low battery as the patient had missed a refill appointment and the pump had been implanted for over nine years. In the past, this pump had always given back the volume it was supposed to give. The pump was interrogated a few days prior to the date of this report and there was no evidence of a low reservoir alarm and the patient no longer heard the beeping. The patient and family later reported that they thought the device malfunctioned. They did not want the pump refilled or replaced and wanted the pump turned off completely. It was reported that the patient's stomach "was grossly when she was blowing up and pulling on that catheter." In addition, the patient had experienced swelling, pain, and got "sick, flu-like" for a week or so after the last couple refills. The pump was successfully interrogated again on the date of this report. Troubleshooting and options were discussed between the physician, patient, and the patient's spouse. This device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the healthcare provider (hcp) was trying to help the patient find a provider who would remove the device as the implanting hcp was ¿not willing to take it out anymore or he doesn¿t like to do those surgeries.¿ the hcp wasn¿t ¿entirely sure¿ why the patient wanted her device removed but thought it was not working for her.

Event description:
Additional information received reported there was nothing wrong with the device. The patient was due to be refilled on (B)(6) 2013 but skipped the refill and the pump alarmed. The patient finally came into the health care provider¿s (hcp) office on (B)(6) 2013 and at the time refused to have the pump refilled. The hcp filled the pump with saline. It was noted the patient moved away and was coming back and forth to the hcp but was having a hard time getting back. The hcp told the patient to follow up with their family doctor to find a closer hcp. The managing hcp did not hear back from the patient again until (B)(6) 2013 because she had increased pain. The patient was seen on (B)(6) 2013 and the patient did not mention anything to the hcp about wanting the pump removed. The pump still had saline at the visit and upon interrogation the pump was working fine. The hcp again provided contact information to the patient and she was sent back to her family doctor. The hcp had thought the patient would go to a medical center closer to her home but she had reportedly never gone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l55028, implanted: (B)(6) 1999, product type catheter. (B)(4).